Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. Visual evaluation of photos confirmed presence of poor barrier separation in barrier material of tube. Retentions could not be inspected as the lot number is unknown. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was poor barrier separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "sm 362788 gel didn't move after centrifugation."

Manufacturer narrative:
D4: medical device lot #: unknown. D4: medical device expiration date: unknown. H3:a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4: device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was poor barrier separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "sm 362788 gel didn't move after centrifugation."